Event description:
It was reported that there was an issue with the product nj103 - biolox prosthesis head 8/10 28mm l. According to the complaint description, the patient who had total hip arthroplasty (tha) surgery about 20 years ago, experienced dislocation repeatedly. Thus, revision surgery in order to change liner and head was performed on 2nd of may. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference (B)(4). Other leading material (not sold to us): (aesculap ag reference number: (B)(4)) - nh092 - sc/msc ceramics insert 28mm 48/50 sym. - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the products were not returned. The investigation was based upon historical data analysis, and event description. Batch history review: the lot number was not provided, and batch history review was not possible. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the investigation and information available, it is not possible to determine a definitive root cause for the mentioned failure /error patterns. If the product is returned in the future, a new investigation will be performed unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Other leading material (not sold to us): (aesculap ag reference number: (B)(4)) - nh092 - sc/msc ceramics insert 28mm 48/50 sym. - lot unknown.